Manufacturer narrative:
Per tandem user guide, ¿you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Reportedly, customer had entered an incorrect transmitter ID. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.